Event description:
It was reported to boston scientific corporation that a three port through the peg (j-tube) was placed several months ago, (exact procedure date is unknown). According to the complainant, post procedure, the patient developed a leak in the j-tube. There was a crack between the decompression port and the feeding port. The patient was sent to interventional radiology to have another j-tube placed. A new three port through the peg (j-tube) was placed without any issues.

Manufacturer narrative:
The exact patient age is unknown however, over 18 years old. The exact weight of the patient is unknown however, over 300 lbs. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - exchange of j-tube. (B)(4) - the reported event crack between the decompression port and the feeding port. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).